Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied any damages to the battery compartment or to the battery cap. The reporter denied moisture in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/10/2016 with the following findings: the review of the black box data showed multiple unexplained power reboots on the date of the alleged issue occurrence. However, investigators were unable to duplicate the intermittent power complaint as no power issues occurred during testing. The battery cap contact measurements were within specifications; the battery cap was intact and was able to securely attach to the pump. The ez-prime steps were performed correctly and no power interruptions occurred during the 24 hour duration testing. Unrelated to the original complaint, the battery compartment was noted to be cracked. Upon removal of the pump cover, corrosion was observed on the continuous glucose monitoring module. In addition, the bolus button cover was torn; however, the bolus button responded properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).